Event description:
It was reported via facebook that the patient was experiencing issue with the product. No details were given about the issue but stated that they woke up in the hospital. No details were provided about there hospital stay and no contact information is available to follow up.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and possible loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.